Event description:
Healthcare professional reported "the package was very difficult to separate the inner bowl from the outer as well. The top peel off of the package is leaving a layer of paper over the inner bowl almost everytime which is concerning for sterility and the plastic bowls can hardly be separated each time as well." Device was not implanted and was discarded.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.